Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: indications for use: the device is intended for non-invasive urine output management, such as urinary incontinence, in users with male anatomy. Contraindications: users with urinary retention. Warnings: do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters. Do not cover fresh surgical wounds with the device. Do not use the device with any material or in any position that blocks the vents on the front of the device or does not allow for airflow through the device. Examples include, but are not limited to, tight clothing or briefs. To avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Precautions: not recommended for users who: are agitated, combative, or uncooperative and might remove the device. Have frequent episodes of bowel incontinence without a fecal management system in place. Have skin irritation or breakdown at the site. Do not use barrier creams, lotions, or ointments on the penis or pubic skin around the base of the penis when using the device. These may impede suction or weaken adhesive. Proceed with caution in users who have had recent surgery of the external male anatomy. Always check skin for irritation or breakdown and clean and dry the skin prior to placement of a new device. Recommendations: wash hands thoroughly before device placement. Ensure the device remains connected after turning the user, monitoring for pulling and tension on the device. Remove the device prior to walking. Check device placement and users skin at least every 2 hours. Refer to the purewicktm urine collection system IFU for instructions on suction tubing replacement 1. Please consult the purewicktm urine collection system instructions for use as needed. Confirm the purewicktm urine collection system, collection canister, and tubing are set up correctly. Turn the unit on, using the on/off switch. Note: ensure all connections are air-tight and check for possible cracks, leaks, kinks, or blockages. 2. Securely connect the drainage fitting of the purewicktm male external catheter to the open end of the collector tubing on the purewicktm urine collection system. Placement of purewicktm male external catheter 3. Trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. 4. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peeloff and press the device against the skin below the base of the penis. Remove the top adhesive peeloff and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. Removal of purewicktm male external catheter 5. Gently lift the top edge of the adhesive base off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm, wet cloth or pad to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. When to replace purewicktm male external catheter 6. Replace the device at least every 24 hours or if soiled with feces, blood, or semen. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had skin issues and urinary tract infection and no longer using purewick external catheter. Troubleshooting was not performed and it was unclear if the lot number was requested. No medical intervention was reported and no additional information provided. It was unknown what medical intervention was provided.